Event description:
Account complained that pt was hit by a brick in the left suboccipital area, norian product was explanted approx 6-9 mos after implantation, the explant was cultured and staph was found.